Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line) and system error 2367, this system error occurred during dwell 2 of 3. The technical service representative (tsr) assisted the home patient (hp) to review the alarm log, eight check supply line alarms a system error 2240 and a system error 2367. The hp attempted to prime while connected eight times, the tsr explained alarm and about not priming while connected. The hp said the unused line was open. The tsr explained about closing all unused lines and the tsr assisted to retrieve cassette. The tsr advised to follow up with the nurse about the alarm and priming while connected. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the nurse on (B)(6) 2012. The nurse stated the event was not reported and the patient was doing fine with therapy. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The label review found the labeling adequate for the use error in this complaint. The problem was confirmed and the cause was use error open clamp.